Event description:
It was reported that a pt skin burn was found at the indifferent electrode site during a procedure using a valley lab split electrode, a stockert rf generator and three ez steer catheters.

Manufacturer narrative:
One ez steer catheter involved in the case is addressed in this report. Two other ez steer catheters involved in the case are addressed in a separate report.